Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. This report is for an unknown lag screw/unknown lot. Implant date: unknown date in (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery for a non-union proximal left femur for a trauma next generation trochanteric fixation nail system (tfna) on (B)(6) 2015. Date of original implant is (B)(6) 2015. During the original procedure, the surgeon had inserted a blade plate for final fixation and everything was inserted well. During a post-operative follow-up appointment, x-rays were taking on an unknown date and revealed a non-union with implant failure. The implant was found broken at the junction of the lag screw and the nail. The proximal portion of the nail was already half way broken and when the surgeon went to attach an extraction screw, it snapped the remainder of the proximal nail off. The distal screws were fully intact with no product problem. The surgeon was able to finish the procedure by using the extraction device for the blade and screw, and screwed on in the nail and back-slapped it out. There was a surgical time delay of twenty-five minutes and no other medical/surgical intervention required. The procedure was successfully completed. The patient status/outcome is great. This report is for an unknown lag screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added, exp. Date is partial. Synthes manufacturing location was discovered upon receipt of subject device. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. DHR record review: part mfg date: 18 august 2014, part exp. Date: 2024-07, part# 04.038.105 lot# 7764285, review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 105mm tfna ti lag screw sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There was 1 part scrap at the machine complete operation for a machine malfunction issue and 1 part scrap at final inspection for a cosmetic finish issue. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: condition of the device: tfna nail ¿ nail broken through proximal oblique head element hole. Anodization rubbed off on the anterior proximal section and at the start of the fluted section on the posterior side of the shaft. Tfna screw ¿ intact, but contains heavy helical wear pattern along the shaft of the screw. This damage most likely occurred during the removal from the nail. The tfna implant f&dr was reviewed and the following lines are applicable to this complaint: 2.1 ¿ construct fatigue strength must be substantially equal to or better than the reference product stryker gamma3. 2.2 ¿ failure mode of nail and head element must allow removal of implants with existing removal instrumentation. Distal locking screws must fail prior to nail through the distal locking holes. The relevant verification activity for line 2.1 is a mechanical test verifying that the nail is substantially equal to or better than stryker¿s gamma3. The relevant verification activities for line 2.2 are mechanical tests and an engineering rationale verifying that the nail fails before the head elements to allow for an easier removal. The tfna system is intended to treat various fracture patterns of the proximal femur. Factors, other than implant design, can affect the fatigue life of the implant. Some of these factors include: patient compliance, the biomechanics of the patient's condition, and the general health of the patient. Looking over the patient information, it is noted that the patient was a smoker (a known inhibitor of bone healing). At approximately 6 months post-op, the implant failed due to a non-union. At 6 months, it is expected that the fracture should have healed with the initial treatment and even without the nail failing; an alternative device would have been needed to treat the non-union. Without attending the case, it is hard to determine the exact root cause of the tfna nail breaking. Based on the information provided above, this complaint is to be indeterminate. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.